Event description:
Update rec'd 02/16/2015- litigation papers received. Litigation alleges pain, grinding, clicking, popping, difficulty walking, instability, infection, disability, disfigurement, and elevated metal ion levels. The dob was provided. The stem is being added to the complaint due to elevated metal ion levels being reported. The complaint was updated on: 02/24/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Sales rep reported revision surgery. Patient has been revised to address pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.